Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation, however, part of the tubing and the connected white luer were not included with the returned sample. The part of the sample that was returned was visually inspected, which did not identify any evidence of detachment. The reported problem could not be confirmed, as only part of the device was returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a large volume folfusor had detached. This malfunction occurred after the device was filled with fluorouracil, before it was connected to the patient. There was no report of adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.